Event description:
It was reported that post implant procedure and prior to patient discharge, it was noted that this lead, which was implanted in the left bundle branch, exhibited loss of capture, low sensing and high pacing threshold measurements. A system revision will be performed, so the patient remained hospitalized and monitored. The system was temporary programmed in left ventricular mode only. There is no further information available at this time. The lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that post implant procedure and prior to patient discharge, it was noted that this lead, which was implanted in the left bundle branch, exhibited loss of capture, low sensing and high pacing threshold measurements. A system revision will be performed, so the patient remained hospitalized and monitored. The system was temporary programmed in left ventricular mode only. There is no further information available at this time. The lead remains in service and no additional adverse patient effects have been reported.